Manufacturer narrative:
(B)(4). The rv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the patient's condition began to worsen during the procedure after the lead had been positioned. A pericardial tube was placed to drain the pericardial effusion and the rv lead was able to be repositioned to a more apical area. The patient was hospitalized and is recovering well. All lead measurements are in acceptable values. An echocardiogram will be performed as a precaution before the patient is later discharged. No additional adverse patient effects were reported.